Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the device will not be explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery did not reach the customers longevity expectation. It was noted the ipg could not be interrogated. The device was planned to be explanted and replaced. No patient complications have been reported as a result of this event.